Manufacturer narrative:
The left master tool manipulator (mtml) and remote arm controller (rac) board were returned to intuitive surgical, inc. (Isi) for evaluation. The reported failure was reproduced during functional testing of the mtml, during which the error 23017 was generated. The reported issue could not however be replicated during testing with the rac board. The board was installed onto a test system and functional testing was performed with no issues occurring. This complaint is being reported due to a da vinci system non-recoverable fault rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted thoracic procedure, after ports had been placed, the system faulted with an error message. The customer attempted to recover the fault and pressed the emergency stop button but the issue persisted. The intuitive surgical, inc. (Isi) technical support instructed the customer to remove the instruments and restart the system but once again the system faulted with a non-recoverable error. The customer made the decision to convert to an open surgical procedure and was completed without patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the left master tool manipulator (mtm) and rac to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.